Event description:
It was reported that the lead integrity alert was triggered due to high impedance, oversensing and several non-sustained ventricular tachycardia episodes on the right ventricular lead. It was also reported that there were some discrepancies in measurement between the manual and recorded threshold test. It was also reported that the patient has been feeling weird around the device area lately. It was further reported that the physician suspected a loose set-screw and/or the right ventricular lead is improperly seated in the device header. The lead will be revised. The lead and device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were eight episodes of ventricular fibrillation is less than or equal to 180 ms average ventricular cycle between (B)(6) 2012 and (B)(6) 2012. There were five lead failure predictor high rates non-sustained less than or equal to 197 ms with average ventricular cycle between (B)(6) 2012 and (B)(6) 201. One patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012 was noted. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum ventricular pace biventricular impedance equaling 570 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012. There was one patient alert for lead failure predictor on (B)(6) 2012.